Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitor reader was so hot that it burned the patient's skin when it was placed on the chest. The reader left a burn mark but has disappeared. It was further reported that the reader was hot to the touch; it felt as hot as a burner on the stove. No troubleshooting indicated. The monitor would be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950llq, serial/lot#: (B)(4): the monitor was returned and the analysis revealed that no defect was found; the radiofrequency (rf) head was returned with gold contact. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned.